Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he changed the battery on the insulin pump and received a battery out limit alarm. Customer stated that the up arrow is a little stiff. Blood glucose value was 103 mg/dl. Customer stated the batteries were out greater than duration allowed. The customer declined troubleshooting for the keypad issue and requested the battery cap to be replaced.